Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. The customer's blood glucose was 167 mg/dl. Tandem technical support (tts) walked customer through a pump reset and customer successfully resumed insulin therapy on the pump.